Event description:
It was reported to philips that the system's monitor was unable to display the live image, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the system was in clinical use, and the procedure was completed by routing an alternate loose power cable directly to the dvi splitters when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system's monitor was unable to display live images. The customer informed the rse that the power was not reaching the dvi splitters in the r cabinet, as a result the customer replaced another loose power cable directly to the dvi splitters. Upon troubleshooting, the rse found that the fuse that supplies power to dvi splitter was blown. The cause of the power distribution unit (pdu) failure was conclusively determined as due to a defective led. To resolve the issue, the field service engineer (fse) replaced the pdu and tested the system, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.